Event description:
It was reported that the patient presented for a follow-up in clinic with an infection unrelated to the device. The system was explanted, and vegetation was noted on the right atrial lead. The patient was stable.

Manufacturer narrative:
The device was reported for infection. Analysis revealed no anomaly. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.